Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction and subsequent surgical intervention. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent an incisional hernia repair surgery and was implanted with a bard/davol ventralight st on (B)(6) 2017. It is alleged that further to the implantation with the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2021. It is also alleged that subsequent to the latter surgery, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence. It is alleged that the patient has suffered injuries, losses and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges that the patient experienced severe pain and suffering, including chronic pain. It is also alleged the patient was treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics and rest. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation and will continue to require other forms of medical care. It is also alleged that the device was defective.